Event description:
The pt was scheduled to return for three-month follow-up in 2005. As per md the pt had drop in hemoglobin to 4.6 and was hospitalized at hospitals. As per md's suspect, the subject bleed from duodenal ulcer related to progression of underlying hcc and not the therasphere treatment. The treating md as unrelated to the treatment judged the case.